Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a red screen which indicated that the device had limited programming. Technical services (ts) indicated that the device seemed to have gone into safety mode. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that this patient was being treated for prostate cancer. The field representative confirmed that the device went into safety mode. A change out procedure has been scheduled for the near future.

Event description:
Additional information from the field representative indicated that the device may be unable to interrogate.

Event description:
The device has been explanted and returned for analysis.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis noted no abnormality or mishandling on the header or on the surface of the device. The device was interrogated and confirmed to be in safety fall back mode. A series of electrical tests were performed and verified that the device was capable of delivering the right ventricular (rv) pacing signal and tachycardia therapies as it was designed. The device could deliver approximately 27.4 joules biphasic shock signal on its first attempt. A review of the memory log noted that the device recorded a warm resets and dromcrc failure counts due to corrupted memory data. The memory log also indicated that the device did not go through power on reset (por). It was noted that all lead impedance measurements were within normal limits. Analysis confirmed that the device was forced to safety fall back mode due to memory corruption which was caused by radiation.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.